Event description:
A nurse reported an unexpected outcome following intraocular lens implant surgery. She stated the lens was exchanged for the same diopter lens, but different cylinder power. Add'l info was received from the surgeon, who reported the event has resolved.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaint reported in the lot number. Add'l info has been requested 09/23/2011 and 09/26/2011 by fax, phone and mail. A completed questionnaire was received on 10/05/2011. (B)(4).